Event description:
Info received indicate the head of the bed can be raised but it comes right back down unintentionally.

Manufacturer narrative:
The tech isolated the issue to a pinched and shorted bed control cable. The technician replaced the control cable to repair the bed.